Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one pediatric two-way foley catheter was received. Visual evaluation noted there was no cuff noted in the balloon on receipt. The catheter balloon was inflated with 5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 5 ml of solution. This meets specification, which stated, "balloon must not cuff after deflation." A review of the device history record was not necessary due to the reported event being unconfirmed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon was cuffed which resulted in difficult to remove the foley catheter and caused urethral bleeding. The patient was under the treatment of lower extremity hardware removal. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was cuffed which resulted in difficult to remove the foley catheter and caused urethral bleeding. The patient was under the treatment of lower extremity hardware removal. No medical intervention was reported.